Manufacturer narrative:
Based upon the clinical assessment, the reported rupture was confirmed. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Two patient factors that might have contributed to this event included: the patient was lost to follow-up after 17 months post implant, whereby a sac growth of 5 mm was noted without evidence of an endoleak (this study was not available for review); and, the patient's use of antiplatelet therapy which increased the risk for bleeding complications. Forty months post implant, there was evidence to support: a type iiia endoleak; partial component separation and rupture. The secondary procedure was confirmed, as was the technical success status post two infrarenal bridge stents placements. The final patient disposition could not be established due to lack of information, but it was reported that the patient was hemodynamically stable post operatively. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause of the rupture appears to be the result of a type iiia endoleak seen in the clinical review, although it was reported that there was no endoleak. The clinical review noted partial component separation and patient use of antiplatelet therapy, which may have been factors. There was limited case information, but no specific device issue was identified in the evaluation.

Event description:
It was reported that approximately 40 months post implant of a bifurcated device, and a suprarenal aortic extension the patient presented with a rupture. Reportedly, the patient presented symptomatic with a rupture, and no sign of an endoleak. An angio was done, and no endoleak presented, but a non contrast computed tomography showed a sac rupture. There was very little overlap noted, around the stent strut. Therefore, the physician elected to implant two suprarenal aortic extensions, and felt more column support with the supra renal cuff. The patient had a bit of discomfort, but hemodynamically stable.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.